Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. The picture shows two loops of suture sticking out from the silicone tube. These loops are how the product is intended to be manufactured. Typically, these loops are intended to be managed under the silicone tube to get them out of the field of view. In this case, it appears the loops came out from under the silicone tube, either during manufacturing or during assembly of the needle onto the applier or handling of the device during the procedure. The loops not under the silicone tube would not impact the function of the device, however as stated in the complaint, could potentially make it slightly harder to see. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during meniscal repair, it was observed that the long tail of suture that was on the implant was longer than it would normally be. If used, this would obscure the surgeon's field of visibility of the distal tip of the product. And if cut, it would reduce efficacy of the product. Surgeon decided not to use the implant and opened a new one which worked fine. It was reported that the surgical procedure was completed successfully with a five-minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.